Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A CAPA has been issued.

Event description:
While using a byte day aligners, patient reported that they were examined by their dentist. Patient complained of tooth ache and had a filling a few months ago. The patient has constant pain in the tooth and wants it removed. Dentist exam results include found presence of caries, tooth mobility, occlusion, gingiva bleeding on probing, presence of calculus and plaque. Patient provided lor that they need to cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.